Event description:
Rv oversensing was reported to us. The implantation date was not mentioned. The lead was explanted, but not returned. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.